Event description:
It was reported that insulin drips were not observed to be exiting the tubing during the load fill process with multiple cartridges. Reportedly, the cartridge was changed each time to address the issue and insulin delivery was resumed. There was no adverse impact to the customer's blood glucose level.